Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 and dilated atrium. A triclip xtw was inserted and placed on the valve. However, after grasping the leaflets, while establishing final arm angle (efaa), it was observed that the clip continuously opened. Troubleshooting was performed, and the clip was ultimately able to reclose. The clip was successfully retracted back to the right atrium (ra), and efaa was performed without any issues. Another grasp was performed, and another efaa was performed with inserted leaflets. However, the clip opened again. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.